Event description:
It was reported that the device had reached battery depletion after 3 years. The device was explanted and replaced. It was also reported that there was high threshold on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID: 694758, implantable tachy lead, implanted: (B)(6) 2004; product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2004. (B)(4).